Manufacturer narrative:
Concomitant medical product: product ID: 3093-28; lot#: v350473; implanted: (B)(6) 2009; product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). See manufacturer report #3004209178-2020-20833. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead has shifted and was causing a burning pain in the patient's left leg, buttock and vagina. They were laying down and the device "zapped" them in the mouth. They had not had any falls nor trauma. They decreased stimulation, but were not able to turn stimulation off. They did not have the programmer with them at the time of the call. They planned to call back when they had the programmer with them, and had contacted the clinic for an appointment.